Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device passed unexpected restart error test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir lip ring was damage. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the reservoir was crack. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.